Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a power down without notification. Customer stated that insulin pump had up button dent in it. Customer stated that blood glucose level goes high. The customer gave himself shots because reservoir start leaked insulin instead of delivered it to the insulin pump. The insulin pump will not be returned for analysis.